Event description:
It was reported that neither the usb or "com" port would work to print to an external printer. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Neither usb or com ports worked. Pc board tested out of specification. The stylus found damaged.